Event description:
Same case as: 2134265-2014-05015. It was reported that the rota wire was broken. A peripheral rotawire¿ and wireclip® torquer and a 2.50mm peripheral rotalink® plus were used to treat the target lesion located in the left superficial femoral artery. During procedure, upon testing the burr outside the body, the wire broke about 15mm back from the sheath. The wire was removed. The lesion was rewired using the same burr. However, the burr was not functional. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).